Event description:
It was reported that this right atrial (ra) lead dislodged. A revision was performed and this ra lead was successfully repositioned. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No additional adverse patient effects were reported.